Event description:
It was reported that the tip of the electrode was found to be missing after the procedure. Doctor felt something different in the functioning of the device at the beginning of the procedure, both ablation and coagulation functions were not working well. No backup device was readily available so a competitive device had to be used instead. No procedure delay or patient injuries were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection under magnification shows extensive wear on the middle and bottom electrodes with moderate wear to the top electrode. The saline line has been severed prior to being received for evaluation. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and activated in a beaker of saline solution using default and max settings in which plasma appeared on the remaining electrode legs. Additional functional testing by engineering concluded that there was an electrical disturbance with the top electrode; therefore, preventing plasma from generating. The saline line was tested using a syringe and saline flowed through-out the line without hesitation. The suction line was tested and performed as intended. The complaint was verified and the root cause of the complaint seems to be the end of useful life for the middle and bottom electrodes as the disintegration of the electrodes will decrease the functionality of the device. In addition to the disintegrated electrodes, the top electrode was found to have an electrical disturbance; therefore, preventing plasma from generating. The worn electrodes are consistent with normal wear and is dependent on factors that can accelerate the wear of electrodes such as: the angle the device was handled during the procedure; using set points higher than the default settings, or using the wand for an extended period of time. A factor unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller which was not returned for evaluation.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection under magnification shows extensive wear on the middle and bottom electrodes with moderate wear to the top electrode. The saline line has been severed prior to being received for evaluation. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and activated in a beaker of saline solution using default and max settings in which plasma was observed on the remaining electrode legs. The saline line was tested using a syringe and saline flowed through-out the line without hesitation. The suction line was tested and performed as intended. The complaint was verified and the root cause of the complaint seems to be the end of useful life for the returned device as the disintegration of the electrodes will decrease the functionality of the device. The reported failure is consistent with normal wear of the electrodes and is dependent on factors that can accelerate the wear of electrodes such as: the angle the device was handled during the procedure; using set points higher than the default settings, or using the wand for an extended period of time. A factor unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller which was not returned for evaluation. There are no indications during manufacturing record review that would suggest the wand did not meet product specifications upon release into distribution.